Manufacturer narrative:
H10: of the six malfunctions, one lot number was provided, and a lot history review was performed. For the six reported malfunctions, the samples were not returned to the manufacturer for evaluation. One of the malfunctions received medical records and an image for review, which confirmed perforation and tilt but remained inconclusive for migration. For the remaining malfunctions, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the device. A root cause has not been determined. The devices were labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes six malfunction events. A review of the events indicated that model unknown g2 vena cava filter allegedly tilted, migrated, and perforated. These reports were received from various sources. Of the six events, all involved patients with no reported patient injury. One patient is 67 years old, female, and 166 pounds. Age, weight and gender were not provided for the remaining patients.

Manufacturer narrative:
H10: for the six reported events, the samples were not returned to the manufacturer for inspection/evaluation. As the lot number for five devices were not provided, a manufacturing review could not be performed. One of the malfunctions received medical records and an image and the product catalog was updated to rf310f, lot number: gfrf4110. The company is still investigating the issue at this time. H10: g4 (PMA/510k). H11: b5 (event), d4 (lot#), g1 (MFR site), h6 (results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes six malfunction events. A review of the events indicated that model unknown g2 vena cava filter allegedly tilted, migrated, and perforated. These reports were received from various sources. Of the six events, all involved patients with no reported patient injury. One patient is 67 years old, female, and 166 pounds. Age, weight and gender were not provided for the remaining patients.

Event description:
This report summarizes five malfunctions. A review of the events indicated that model rf310f vena cava filter allegedly tilted, migrated, and perforated. These reports were received from various sources. Of the five malfunctions, all involved patients with no reported patient injury. Four female patients ages ranged from 31- 67 years and one of the patients was 166 pounds. Age, weight and gender were not provided for the remaining patients.

Manufacturer narrative:
H10: of the six reported malfunctions, 1 was reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr 2020394-2020-06482. H10: the product catalog number of one malfunction was updated to unknown g2. H10: of the five malfunctions, three lot numbers were provided, and lot history review were performed. For the five reported malfunctions, the samples were not returned to the manufacturer for evaluation. Of the five reported malfunctions, four provided medical records for review, three of which also provided medical images. For one malfunction, the investigation is confirmed for alleged perforation of the inferior vena cava (ivc), filter migration and filter tilt. For one malfunction, the investigation is confirmed for the perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for filter migration. However, the investigation is unconfirmed for filter tilt. For two malfunctions, the investigation is confirmed for alleged filter tilt and perforation of the inferior vena cava. For the remaining one malfunction, the investigation is inconclusive for perforation of the ivc, filter migration, and filter tilt as no objective evidence has been provided to confirm any alleged deficiency with the device. A root cause has not been determined. The devices were labeled for single use. H10: g4, d4(corporate lot no: unknown) h11: b5, d4(product catalog no, corporate lot no), g1 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
For the six reported events, the samples were not returned to the manufacturer for inspection/evaluation. As the lot number for six devices were not provided, a manufacturing review could not be performed. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
This report summarizes six malfunction events. A review of the events indicated that model unknown g2 vena cava filter allegedly tilted, migrated, and perforated. These reports were received from various sources. Of the six events, all involved patients with no reported patient injury. The patients' age, weight and gender were not provided.